Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. The patient experienced dyspnea during movement, therefore pacing inhibition and brady pacing not as expected due to atrial-ventricular desynchrony were suspected. No additional adverse patient effects were reported. The patient remained under monitoring. This ICD remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. The patient experienced dyspnea during movement, therefore pacing inhibition and brady pacing not as expected due to atrial-ventricular desynchrony were suspected. No additional adverse patient effects were reported. The patient remained under monitoring. This ICD remains in service. Additional information indicated that this ICD was explanted, and the ra lead was surgically abandoned. The physician suspected possible insulation break on the lead, but it was not conclusive. Other than the procedure, no additional adverse patient effects were reported. At this time this device has not been returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5, h1 and h6 codes.